Event description:
An olympus employee reported on behalf of a customer, the evis lucera gastrointestinal videoscope operation part was clogged with clips and the brush did not pass through. The intended procedure was hemostasis for treatment purposes. The procedure was completed with a delay of about 5 minutes. There was no report of user or patient harm associated with this event. During incoming inspection, a clip was found in the sterilization basket due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of operation part being clogged and brush not passing were not confirmed. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. The scope connector had a scratch. The protector of universal cord on scope connector side had a scratch. The protector of universal cord on control section side had a scratch. The universal cord had a scratch. Grip had a scratch. The scope cover had a scratch. The switch box had a scratch. The scope connector cover unit had a scratch. Switch button 1 had a scratch. Lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had discoloration. The control unit had a scratch. The adhesive on bending section cover had a chip. Suction cylinder was shaved. Connecting tube had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user has an idea of when the foreign material adhered to the endoscope. The user facility believes the foreign material are clips. There is a possibility that the endoscope was used for the procedure with the foreign material attached. There was a delay between the end of clinical use and the start of pre-cleaning. The insertion section was not wiped. The instrument/suction channel was aspirated with water. The air/water channel was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was not immersed in a detergent solution. The external surfaces of the endoscope were wiped/brushed with clean lint-free cloths, brush, or sponge. The channels were brushed. The channels were flushed with a detergent solution. The subject device was not washed, and the outer surface was rinsed with water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the clip accidentally clogged inside the instrument channel during the procedure and the clip discharged through the forceps channel during sterilization. The root cause of the clogged clip was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system, and chapter 4 operation, 4.1 insertion: <inspection of the instrument channel> 1. Insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve. <suction><<warning>> avoid aspirating solid matter or thick fluids; channel or valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 84, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. ¿ olympus will continue to monitor field performance for this device.